Manufacturer narrative:
(B)(6). (B)(4) (leg pain). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent a transforaminal lumbar interbody fusion, an anterior lumbar fusion and a posterior lumbar fusion surgery. On (B)(6) 2008, patient underwent spinal fusion from vertebrae l2- s1 using rhbmp-2/acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine using a posterior approach. Patient's post-operative period has been marked by a period of improvement, followed by increasingly severe low back pain and radiculopathy into her lower extremities. Patient continues to experience chronic pain in her lower back and right hip, radiating pain down into her right leg, and urinary incontinence. She experiences poor balance, resulting in her inability to walk even a short distance. She has difficulty sleeping, cannot sit or stand for any extended period, and requires use of a cane, walker, and wheelchair for assistance with ambulation. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
3 quantities of the same product have been reported. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with the followings: 1) multilevel lumbar spondylosis, status post l3 to l5 posterior spinal fusion with instrumentation. 2) adjacent-segment degeneration at l2-l3 and l5-s1 with spinal stenosis. 3) degenerative scoliosis and underwent the following procedures: 1) instrumentation removal from l3, l4 and l5. 2) fusion mass exploration from l3 through l5. 3) bilateral posterior segmental spinal instrumentation of l2, l3, l4, l5, s1 and s2, with pedicle screw placement. 4) posterior spinal fusion of l2-l3, l3-l4, l4-l5, and l5-s1, with local bone graft and bone morphogenic protein and ceramic bone graft extender.5) transforaminal lumbar interbody fusion of l2-l3, with placement of interbody spacer. 6) anterior spinal fusion of l2-l3, augmented with local bone graft and bone morphogenic protein. 7) transforaminal lumbar interbody fusion of l5-s1 with placement of interbody spacer. 8) anterior spinal fusion of l5-s1, augmented with local bone graft and bone morphogenic protein-2. 9) neuro monitoring with somasensory evoked potentials and electromyographics stimulation. As per op-notes,¿ following this, we then removed the remaining disc material, sized this with a spacer, and then placed a 10 x 30-mm spacer with 2 mg of bone morphogenic protein. We also placed an additional 4 mg of bone morphogenic protein and local bone graft anteriorly. Following this, we then performed this exact same procedure at ls-s1 on the right side. Again we placed 6 mg of bone morphogenic protein anteriorly. After this was done, we then cut and contoured two rods and placed these, as well. After linking these up, we then corrected for the scoliosis and locked this in place. We then also placed a crosslink. After this, we then decorticated each of the areas, placed 24 mg of bone morphogenic protein with compressive-resistant matrix and local bone graft. We also placed one gram of vancomycin powder.¿ the patient tolerated the procedure well without any intraoperative complications.